Event description:
The customer reported to customer service that her transformer was damaged, nothing else unusual occurred.

Manufacturer narrative:
A replacement power supply was sent to customer. In follow up with the customer, the customer stated that the transformer housing had a large hole causing the prong to become loose and exposing the internal wires. The customer stated that she did not see any sparking, smoking, fire, or melting. The customer also indicated that no injuries were sustained as a result of the issue. The product involved in the complaint was returned for evaluated/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Attempts to retrieve the product were unsuccessful, including a final attempt by letter. Should additional information or the original product be evaluated resulting in new, changed, or corrected information, a follow up report will be filed at that time. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packing used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength also has been increased to further protect the transformers during shipping